Manufacturer narrative:
Corrected data: usage of device.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheek. The syringe was primed and patient was injected with 0.1ml. On the 2nd injection site, the needle dislodged from the syringe and 0.8ml of product came out. It was believed that the pressure caused the needle to lodge out from the syringe. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found 1 syringe of 1.0ml with 0.2ml of gel remaining received in an opened tray with cap and without needle. No defect observed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheek. The syringe was primed and patient was injected with 0.1ml. On the 2nd injection site, the needle dislodged from the syringe and 0.8ml of product came out. It was believed that the pressure caused the needle to lodge out from the syringe. There were no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions : failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheek. The syringe was primed and patient was injected with 0.1ml. On the 2nd injection site, the needle dislodged from the syringe and 0.8ml of product came out. It was believed that the pressure caused the needle to lodge out from the syringe. There were no injuries.